Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that angina and in-stent restenosis (isr) occurred. In (B)(6) 2009, clinical status assessment identified the patient's qualifying condition as unstable angina and cardiac catheterization was recommended. Subsequently, the index procedure was performed. The target lesion was located in the 2nd obtuse marginal (om) branch with 95% stenosis and was 16.0 mm long with a reference vessel diameter of 3.5 mm. It was treated with predilatation and placement of a 3.0 x 8/20 mm study stent. Following post dilatation, residual stenosis was 0%. In addition, a non-target lesion located in the 1st diagonal (di0 was treated with balloon angioplasty with 20% residual stenosis. Another non-target lesion located in the mid left anterior descending (lad) artery was treated with placement of a 3.0 x 18 mm non-study promus drug eluting stent with 0% residual stenosis. Post-procedure, cardiac enzymes were elevated. In (B)(6) 2013, the patient presented with symptoms of progressive angina. Five days later, coronary angiography was performed. Also, per (B)(4) report isr stenois pattern is 1b with an isr length 11.64. Fourteen days from the onset of symptoms, the patient was hospitalized and underwent coronary angioplasty bypass graft (CABG) x 4 from left internal mammary artery (lima) to lad, saphenous vein graft (svg) to diagonal, svg to 1st om, and svg to posterior descending artery (pda). Six days post procedure, the event was resolved without residual effects and the patient was discharged.